Manufacturer narrative:
Concomitant medical products: 4260, lead implanted: (B)(6) 1990. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) reset when they were near the metal detector in a store. The device remains in use. No patient complications have been reported as a result of this event.